Event description:
This (B)(6) yr old male pt in the (B)(4) study had a distal type I endoleak at the conclusion of the deployment procedure on (B)(6) 2014. The pt was being treated for a 5.3 cm aortic aneurysm and a right iliac aneurysm. The proximal neck had a parallel shape with no plaque/thrombus. Both iliac arteries had mild tortuosity, mild occlusive disease, and mild calcification. The pt received an ancillary graft converter and a right iliac leg. There was no difficulty deploying either device. No other devices were placed and no other procedures were performed. A molding balloon was used, but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow limiting kinks, or thrombus. A distal type I endoleak was noted on the right. Update from district manager per email from physician: the physician saw the pt and the follow up CT scan showed no leak and the device looked well incorporated. The physician chose the aui device to fix the primary aneurysm because the left common iliac was aneurismal but occluded. The dist mgr was at the case and confirmed it went well. The devices were deployed over a lunderquist wire. There was no concerns when the pt left the operating room. No further info has been received since device deployment.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.